Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approx 1 year ago. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address hip pain and acetabular loosening.